Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery. After a non-bsc guide catheter was placed, a 300cm non-bsc guide wire crossed the lesion. Pre-dilation was performed using a 2.5x15mm emerge balloon catheter. Then a 16mmx2.50mm rebel stent was advanced to treat the lesion but it would not go through the guide catheter. After multiple attempts were made, the device was removed and it was noted that the stent was deformed. Another 16mmx2.50mm rebel stent was deployed successfully and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a rebel sds with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secure. Microscopic examination revealed that the proximal end of the stent was bunched up with flared, bent, overlapping struts. The guide catheter used in the procedure was not returned for analysis. A 6f mach1 guide catheter was used for functional testing. Functional testing was attempted by loading the rebel catheter through the mach1 guide catheter; however, the rebel catheter was unable to be advanced through the guide catheter due to the stent damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery. After a non-bsc guide catheter was placed, a 300cm non-bsc guide wire crossed the lesion. Pre-dilation was performed using a 2.5x15mm emerge balloon catheter. Then a 16mmx2.50mm rebel stent was advanced to treat the lesion but it would not go through the guide catheter. After multiple attempts were made, the device was removed and it was noted that the stent was deformed. Another 16mmx2.50mm rebel stent was deployed successfully and the procedure was completed. No patient complications were reported and the patient's status was fine.